Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The target lesion was right internal carotid artery. There was no calcification or vessel tortuosity, with 80% stenosis. The pt was male, age unknown. A 9 x 40 precise stent was implanted. The physician finished the procedure without any difficulty, but the pt developed paralysis in the left hand soon after the procedure was completed. The angioguard had already been removed when the pt had paralysis. The pt is in stable condition now. There is no further info at this point.